Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the navigation system was used and pedicle screws were inserted in t4,5,6,8,9,10. After screw replacement, an x-ray was used to check the screw placement. It was noticed that the left side pedicle screw in the t4 was deviated from the vertebral body. A revision surgery was conducted and the screw was removed and re-inserted. There was a delay of less than 1 hour.